Event description:
Pt had bard perfix patch and plug procedure for hernia in 2005. For the past two months she has suffered extreme pain from the device. She has seen doctors who said she might lose her life if they try to explant the device. Per the caller, patch appears defective and rough around edges. The patch is hardened around her nerve which causes the pain. CT scan reveal that the patch has migrated. Fluid and gel like substance was produced around the patch and extracted by the doctor who advised, there is a risk of loss of life if explanted. Caller is pt's father who recommend this device be recalled. He said the device is similar to kugel recall by the same MFR, bard.